Event description:
Device report from synthes reports an event in japan as follows: it was reported that a patient patient underwent surgery using a multiloc nail with a 4.0mm ti locking screw w/t25 stardrive 28mm f/im nails-ster locking screw. The first distal locking was successfully completed, and the second locking screw of the same size was used. The tip of the screw came out to the opposite side, and it worked well. There seemed to be no problem with fixation, but when the driver shaft was removed, the screw came out together. Since there was no spare screw of the same size, the surgeon had no choice but to increase the screw size by one size and fix it. The surgery was completed successfully without any surgical delay. This report is for locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product code: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø4 l28 f/nails tan dblue was stripped from the threaded section. This condition was most likely created during insertion process into the bone. A dimensional inspection for the lockscr ø4 l28 f/nails tan dblue was unable to be performed due to post manufacturing damage. A functional test was performed was unable to be performed since the screw functionality cannot be tested with a mating device. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø4 l28 f/nails tan dblue would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history: product code : 04.005.418s. Lot number: 461p814. Manufacturing site: mezzovico . Release to warehouse date: 09 nov 2021. Expiration date: 01 nov 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.